Event description:
Philips received a complaint on the tempus ls manual indicating a pacing failure. Diagnostics was completed which confirmed the reported complaint. A replacement device was sent to the customer. Log files, rescue files and the device was received at schiller the manufacturer for a technical investigation. The device was removed from service at schiller. Based on the information available and the testing conducted, the cause of the reported problem was a communication error from the main board to the dpm module, error 26 was observed on the logfile. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist . It was determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. A replacement device was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.